Event description:
This lv lead was explanted due to high thresholds. A competitors system was implanted. There were no adverse events reported for the patient.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.